Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatments in response to CPR/motion artifact. At 10:57:15, the patient's rhythm was vt at 130 bpm with CPR/motion artifact. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 10:58:25, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 11:04:44. The patient passed away on (B)(6) 2022 around 11 am.